Event description:
During the procedure, the outer guide catheter was in place and the lv was in a good place. An attempt to remove the courier wire was made but some light resistance was experienced. No excess force was necessary to remove the wire but it was noted that the tip had broken off. The customer included an x-ray image to confirm the tip was left in the vein.

Manufacturer narrative:
Analysis and conclusion: the analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged/trapped). The images of the device suggest that the device was manipulated quite severely around the fracture area as there is evidence of a "hook" shape which may indicate that the device had been snagged and manipulated in an attempt to free the device. Cautions against robust use of the guidewire are outlined in the dfu. It is advised in the dfu not to manipulate the guidewire if resistance is encountered, to withdraw and inspect the guidewire for signs of damage and not to reintroduce the guidewire if it appears damaged or kinked. Sem images would tend to support this with evidence of a brittle type fracture caused by bending and subsequent ductile fracture as the tensile limits of the device were exceeded. It is difficult if not impossible to ascertain the clinical conditions at the time of fracture due to the limited amount of info provided. Complaint history for this device has been investigated and the following data correlated. The risk analysis for the (B)(4) was reviewed. Analysis of the failure mode "tensile failure/guidewire breaks" shows an occurrence rating of 4. According to the rating system, a rating of "1" would equate to 1 ppm and "5" would equate to 10000 ppm. Therefore, it is considered that the risk analysis for guidewire fracture is sufficient and current failure rates for this defect type are well within acceptable range.